Event description:
The customer reported false elevated alinity I toxo igg results generated from alinity I processing module (sn: (B)(6) and provided the following data for a female patient (29 years old): on (B)(6) 2026, sample ID (B)(6), initial result was 3.2, and on (B)(6) the result was 3.8 (reference = 3.0 iu/ml is reactive). The result was questioned by the patient's physician and when repeated on another alinity analyzer (sn: (B)(6), the result was 0.1. When repeat on (B)(6) with sn:(B)(6), the result was 0.0. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 7p45-40 / 45 with 510k/PMA/bla number k210596. All available patient information was included. Additional patient details are not available.